Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02625. It was reported the pt no longer felt effective stimulation coverage. He stated he was not happy with the scs system and has requested that it be removed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.